Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that due to her pdm (personal diabetes manager) not working correctly, it caused her blood glucose to reach greater than 27 mmol/l (486 mg/dl). She was hospitalized for 2 days and was treated with a manual injection of insulin (exact amount was not provided). The patient noted that she and the doctor felt that the pdm was the issue and would like to have it replaced.

Manufacturer narrative:
The returned product was evaluated and delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test, the pdm (personal diabetes manager) was found to recognize the activities and powered on with no issue noted. The pdm was found to function as intended.